Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent surgery for olecranon fractures. The surgery was completed successfully. On (B)(6) 2025, the patient underwent surgery for removal of the va olecranon plate used in the initial surgery. During the removal surgery, four va locking screws were left inside the body. Three of the locking screws had their screw heads stripped during removal, and they were drilled with a carbide drill bit. One of the screws broke off around the screw head, and only the screw head was removed along with the screwdriver bit. As a result, a total of four locking screws remained in the body. The plate was able to be removed but was returned to the patient and could not be retrieved. The surgery was completed successfully within 30 minutes¿ delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant) corrected: d4 (primary UDI number) h3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr ã¸2.7 he 2.4 self-tap l50 tan was broken between the head and threaded body, only the locking head part was received and marks consistent with a random component failure that may have been caused by exposure to unintended forces likely during the extraction process. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The allegation of embedded device was not confirmed as no postoperative images to assess the condition were provided. A dimensional inspection for the va lockscr ã¸2.7 he 2.4 self-tap l50 tan was not performed due to post manufacturing damge. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the va lockscr ã¸2.7 he 2.4 self-tap l50 tan would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): sterlie part: 04.211.050ts sterile lot no: 265l258 manufacturing date: 05 jan 2024 expiry date: 01 jan, 2029 manufacturing site: werk selzach supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device with batch number 8557p17. No nonconformities or manufacturing irregularities have identified related to the complaint condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: d4 (lot, primary UDI number), g1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.